Manufacturer narrative:
The navlock was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned probe has a line of galling near the back end causing the reported fit issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that during the use of awl, the navlock became unable to be disengaged due to deformation. Replacement was scheduled for a later date. There was no delay to the procedure. No impact on patient outcome.